Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was confirmed due to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The electrode belt did not pass falloff testing. The root cause for the open wire was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A u.s. Distributor reported that an electrode belt had non-functional therapy electrodes.